Manufacturer narrative:
(B)(4) g2: foreign - event occurred in germany. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femoral head no longer closes. No impact on the patient. No delay. Due diligence is in progress for this event; to date no further information has been provided.